Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that medication would not flow through a clearlink continu-flo solution set while the set was connected to a non-baxter stopcock. This occurred during patient infusion of propofol using an unknown infusion pump. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.